Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: customer stated that they were manipulating the fibroids in the uterus when the issue occurred. There was no instrument collision. The instrument had issues with opening and closing of the grips, but it was unknown if there were any issues with the yaw or pitch. There were multiple cables protruding from the distal end and one of them was the one that controls the opening and closing of the grips. Refer to patient information in sections a and b for updated fields.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the reported issue was confirmed. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had a frayed/broken cable. The procedure was completed with no reported injury.